Event description:
Rec'd maude report: "alaris brain and module read error and screen turn read. Diagnosis: crohn's disease. Dose: tpn, frequency: continuous, route: IV." Report states "required intervention", however no details are provided and no other info is available.

Manufacturer narrative:
(B)(4). The customer's reported complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. The maude report does not provide customer contact info; all of the allowable info has been provided and no further info will be made available.